Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 10 years post the initial left total knee arthroplasty, the patient was revised due to premature polyethylene wear with massive femoral and tibial osteolysis. The patient was revised to a competitor device with metaphyseal cones at the femoral and tibial levels. There was no reported breakage of a device or surgical delay/prolongation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.